Event description:
A customer reported an issue with the omniflex connector to carefusion. Three omniflex connectors have been identified by the customer as too large to fit on the patient's shiley #8 inner cannula. The customer has found that there are varying inner diameters of the omniflex connectors and some are too loose to remain firmly connected to the tracheostomy tube. In addition to the 3 defective parts, she is sending examples of acceptable connectors that fit the shiley #8 for comparison. The customer also sent a shiley #8 inner cannula sample to carefusion. There has been no injury to the patient as a result of these disconnections. The patient is a (B)(6) female disabled from birth. She has been on a ventilator for 12 years. The patient is not ventilator dependant, she uses it at night to give her a rest and the vent is set at 7 breaths per minute. It is only a matter of seconds before the caregiver is able to resolve the situation if/when one of the connectors pops off.

Manufacturer narrative:
(B)(4). (Report 3 of 3) when this investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Results of evaluation: the return sample was received and evaluated. The 15 mm inner diameter was out of specification. The customer complaint was confirmed. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The manufacturing process for this part was updated to include 100% verification of the 15 mm inner diameter of the connector. In addition, the procedure was updated to perform a quality audit of the 15 mm inner diameter as part of the inspection process to release product. The manufacturing process was reviewed and a higher amount of variation was observed in the 15 mm inner diameter of the connector. A corrective and preventative action has been opened to find the root cause of the variation observed in the 15 mm inner diameter of the connector.